Event description:
It was reported that patient underwent a knee arthroplasty on (B)(6) 2013. It was further reported that aseptic loosening is suspected and that the patient is allergic to nickel. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction."